Event description:
It was reported that after a diagnostic catheterization, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device with a 6-french sheath. Reportedly, after the knot was fully advanced to the vessel, bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve hemostasis after fully advancing the knot to the vessel was not confirmed. Analysis of the device revealed that the portion of the suture containing the knot was not returned; therefore, it could not be determined if the knot was successfully advanced to the puncture site and tightened to close the vessel. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.